Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that the patient experienced increased spasticity (muscle spasticity), migraine and headache. Therapy was reported as ongoing. The patient was treated with novaminsulfon (metamizole) and paracetamol (unknown manufacturer) for increased spasticity. The outcome of the event for increased spasticity and defective pump or blocked catheter was reported as complete recovery on (B)(6) 2014 and the condition improving for migraine and headache. The outcome was not reported for the other events. The causality of the events increased spasticity and defective pump or blocked catheter was reported not suspected with lioresal and not reported for other events. The seriousness of the events was assessed as non serious by the reporter.

Event description:
It was reported that the patient received lioresal intrathecal (baclofen) for an unknown indication at a dose of 10 mg/5 ml (frequency unknown) via pump from an unknown date. On an unknown date, the patient shown symptoms of suspected underdosing symptoms¿ (nos)¿ reportedly from a defective pump (pump reservoir issue) or blocked/occluded catheter. The outcome and causality of the event were not reported. The seriousness of the events was assessed as non serious by the reporter. This device system delivered intrathecal lioresal.